Event description:
It was reported that during an unknown procedure, the devices locked out no other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that device (a) was returned with the tip of the advancer broken. The device was cycled and four malformed clips were fed due the found condition of the advancer. The device was disassembled to evaluate the condition of the internal component. Upon disassembling, scratches were noted on clip track. This condition was caused by the friction between the bent advancer and clip track. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results found that device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining.